Manufacturer narrative:
This event was originally reported under MFR#: 2916596-2022-14823. Article title: a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement. Kaoru umehara, department of surgery, kyushu university hospital. Patient handbook and operating manual covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in the operating manual. The reported event of pump stoppages was confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from the time stamp of day 1406, 8 hours and 19 minutes to day 1408, 2 hours and 19 minutes. There were multiple speed reductions below speed limit (including 0 rpm) recorded when the system was powered by the power module. These events were accompanied by elevated power levels and low speed and low flow hazard alarms. The returned system controller was functionally tested while connected to our laboratory equipment and it was found to function as intended. A full functional test was performed, and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The log file was successfully retrieved and contained events recorded from the time stamp of day 1413, 7 hours and 54 minutes to 1414 days, 1 hour and 14 minutes. The recorded information revealed that the system was powered by 14v batteries and maintained the set speed with no interruptions. In conclusion, the atypical events captured in the provided log file appeared to be consistent with the investigation findings of the returned pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the literature article "a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement" that the patient required replacement surgery for driveline disconnection. Related MFR #: 2916596-2022-00084.